Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of explantation will be (B)(6) 2019 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/29/2019, a manufacturing record evaluation (mre) was performed for the finished device number 264222, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/13/2019, it was reported to mentor that the patient had not had explantation procedure as of yet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/28/2019, it was reported to mentor that the manufacturing date was 01/02/2004. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round high profile 210cc, catalog: 3503210, serial number: (B)(4), lot: 5538584. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor smooth round high profile 210cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2019.